Manufacturer narrative:
It was reported that the shafts of the devices had fractured off. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that both of the shafts had fractured distal to the devices. The suture constructs were returned disassembled with no apparent malfunction. Additionally, the anchors were not returned. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is prying / leveraging the devices while applying excessive mechanical forces upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic and ligament repair, when the surgeon placed the anchor, ar-1915ft, on the last turn, a portion of the anchor handle split. In addition to the split handle the suture broke when knotting. All fragments were removed and the case was completed by using another ar-1915ft. No patient harm.